Manufacturer narrative:
1. Customer returned 1 photo, no actual samples. The photo shows that the catheter is broken, the condition of the catheter rupture surface in the photo cannot be clearly identified. 2. DHR/bhr review (lot#4295999): 1) this batch of products were assembled at intima ii auto line 2 in nov 2024 and packaged at r240 package line in nov 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 4) the catheter batches used in this batch of products are 4296695 and 4264492. Review the incoming inspection results, no abnormalities. 3. Take the retained sample of this batch to conduct the relevant functional tests of the catheter. 1) 45psi leakage test is carried out, and no leakage is found at the catheter. 2) catheter pull force test is performed. To simulate the human environment, the sample needs to be soaked in warm water at 37 ° c for 72 hours before testing. The test result is within the product specifications. 4. According to the instruction manual of the indwelling needle, the user needs to check the status of the indwelling needle before use, and the broken tube is found only after the next day of use, which also shows that the indwelling needle is normal before and during use. 5. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): the returned photo shows a broken catheter. Incoming inspection, manual cutting inspection, process inspection, and shipping inspection of this batch of catheters revealed no abnormalities. Furthermore, no other hospitals have reported catheter breakage complaints related to this batch of catheters, indicating that this batch of products is of normal quality. However, since we have not received the defective sample for further inspection and analysis, and the usage of the sample is unknown, the root cause of the catheter breakage cannot be determined. The factory will continue to monitor these complaints.

Event description:
No additional information is available.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc catheter broke / separated after placement the patient was admitted to our department on (B)(6) 2025, at 14:29, presenting with recurrent coughing and sputum production for two months. Antibiotic therapy and intravenous fluid administration were administered as symptomatic treatment. On (B)(6) at 9:00 am, prior to intravenous therapy, the nurse conducted a routine examination of the indwelling needle and dressing. It was observed that the dressing around the indwelling needle on the patient's left hand was intact, but there was a swelling approximately 1×1 cm in size at the puncture site in the center of the dressing, which was not adherent to the skin. The indwelling needle was in a bent position, and the nurse intended to replace the dressing. After gently removing the dressing, it was found that the catheter sleeve was fractured, with the front end of the catheter inside the vessel and the other end free on the skin surface by approximately 0.5 cm. The catheter was removed. Examination of the catheter tip revealed it was intact. The total length of the fractured catheter sleeve was the same as the standard length of a normal catheter, ruling out the possibility of the catheter remnant remaining inside the body. There was no evidence of the fractured end migrating into the vessel. Additional information from the sample photo email: 1. The tube broke on the second day of placement. The break was smooth and likely caused by unintentional factors. 2. The nurse discovered the broken tube during maintenance the next day and removed it; it was not left in the patient. 3. The hospital requested a report and explanation as soon as possible.